Manufacturer narrative:
(B)(4).

Event description:
During implantation, it was noted that the stimulation threshold was high. A new lead was implanted and had acceptable threshold. The patient is in stable condition.

Manufacturer narrative:
The lead was received for investigation and high threshold was not confirmed. The lead passed electrical tests, exhibiting normal characteristics. Analysis of the lead found no anomalies.